Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura system had memory storage full errors, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and found that there was a memory error on the screen. Review of system logfiles confirms the ippc malfunction. Upon troubleshooting, fse found that the issue reoccurred twice and that the cause of the problem was ippc. Fse replaced ippc and hard drives. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.